Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose level was 416 mg/dl at the time of the incident. Patient's current bg: 416 mg/dl. Customer having high bg currently 416 will use back up plan to treat for high blood glucose taking 6 units. Customer started to have high blood glucose at 10.51pm .5 units today/ starting at 11.15 high started basil rates per customer was turned off having her recheck blood glucose levels blood glucose is now at 388 mg/dl/ highest 499/340mg/dl. Customer treated for high blood glucose with injections. Customer reports they have contacted their hcp regarding the high blood glucose. Customer is not calling back to perform an high pressure test. The insulin pump will not be returned for analysis.